Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be no longer reportable. H10: the lot number for the reported malfunction was provided, therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. The investigation is inconclusive for the reported unable to aspirate issue. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 1806060 implanted port allegedly experienced unable to aspirate blood through the port. This information was received from one source. The malfunction involved patient with no known impact to the patient. The device was used in a female patient; however, age and weight was not provided.

Manufacturer narrative:
The lot number for the device was provided and a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this malfunction was unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model 1806060 implanted port allegedly experienced unable to aspirate blood through the port. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient's age, sex and weight were unknown.